Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the bag had been dropped and that it caused a home in the side seam of the bag. They stated that they were able to start the feeding with a new set when they returned home, but that being away from home did result in a two and a half hour delay of therapy. Mmd followed up with the initial reporter. They stated that the patient had not had any adverse effects due to the complaint. No additional information was provided. Complaint-(B)(4).